Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 10mmx2.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 8 atmospheres for 20 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.